Event description:
It was reported that the right ventricular (rv) lead impedance was high and the rv lead was oversensing. The lead programming was changed. Within two weeks the high impedance and oversensing persisted. A lead fracture was confirmed. The physician capped and replaced the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert. An out of trend subthreshold lead impedance alert occurred on (B)(6) 2014. Analysis of the device memory indicated the impedance trend on the rv pacing lead was variable. Maximum rv pacing impedance varies between 720 and 2544 ohms between the weeks ending (B)(6) 2014; 4691 of 4695 lifetime ventricular short interval counts (sic) are recorded begging in (B)(6) 2014. There are 15 non-sustained tachycardia events of less than 220ms v-v cycle recorded between (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4), ICD implanted: 2008 (B)(6). (B)(4).